Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement, and the overall thv procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation, and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (advanced age, poor cardiac function, and multiple co-morbidities) could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A transapical transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve was performed. Ventricular tachycardia (vt) developed during insertion of 18fr certitude sheath. Although systolic blood pressure (sbp) and diastolic blood pressure (dbp) decreased to approximately 45-20, the vt improved and the valve was deployed. After the valve deployment, ventricular fibrillation developed, and blood pressure decreased. Direct current (dc) was applied three times. However, ECG was unchanged and showed pulseless electrical activity (pea). Cardiac massage was performed with bosmin (adrenaline) administration. A percutaneous cardiopulmonary support (pcps) was implemented. Temporary apical pacing was prepared and the physician attempted a fourth dc. After that, ECG showed normal and bp improved. The sheath and certitude delivery system were withdrawn under controlled pacing. The patient left the operating room under temporary apical pacing. The operator commented that the quick valve deployment because of vt development might have been one factor to the vf. As the patient had hypocardiac function, it should have been careful. As per follow-up, the patient passed away on post op day 4. Detailed information including the cause of death was unknown. Per the physician, the cause of the vt might have been the advanced age (96) or low cardiac function.